Event description:
Customer reported one false negative hcg pregnancy result. Pt presented w/amenorrhea: sample was negative on rapid test; an ultrasound was performed and showed pt to be pregnant. Customer repeated same urine on another lot number and result was positive, which matched the ultrasound report. No further info provided.

Manufacturer narrative:
Investigation: lot number(s) hgc9020218; expiration dates(s): 02/2011. Lot number(s): hcg7080198; expiration date(s): 08/2009. Control lot: 20miu/ml hcg urine control, lot # hcg090304-02; 100miu/ml, hcg urine control lot: hcg081008-01; 240.0iu/ml hcg urine control, lot: hcg081231-01; 600iu/ml hcg buffer control, lot: hcg080814-02. It is stated in complaint info that the customer got different results between lot hcg9020218 and hcg7080198, so both lots were tested. Summary of results: the retention devices meet qc specification with both lots. Correct positive results were observed at 3 mins reading time when tested with 20miu/ml hcg urine control. Clearly positive results were observed when tested with 100miu/ml hcg, 240.0iu/ml urine control and 600iu/ml hcg buffer control. The retention devices meet qc specification with both lots. No false negative result is observed. So this complaint is not confirmed. Nothing abnormal found during batch record review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.